Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the jaws of the tenaculum forceps instrument were opened with the instrument release key (irk). No fragment fell into the patient. The procedure was aborted/converted due to an unspecified anatomy issue. It is unclear if the case was aborted, converted to open surgery, or converted to traditional laparoscopic surgery. It is also unknown if an issue with the tenaculum forceps instrument contributed to the surgeon's decision to abort/convert the case. There was no patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.